Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump's battery cap was not able to attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the battery cap showed that the internal spring was damaged. The battery cap contact height was found to be out of specification. The contact width was within specification.